Event description:
Same as manufacturing number 6000093-2004-01109. It was reported that during a coronary drug eluting stenting treatment procedure two stents were unable to be implanted. The target vessel was the 2.5mm diameter circumflex artery which was described as non tortuous, calcified, and 80% stenotic. The vessel had been predilated with a balloon, unk size or manufacturer. A taxus express2 2.5 x 20 mm drug eluting stent could not "negotiate" the calcified diagonal artery. A taxus express2 2.5 x 24mm drug eluting stent was also unsuccessful. The procedure was completed with a non drug coated stent. No pt complications were reported. The pt's condition was reported as satisfactory/good.